Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited instances of t-wave oversensing resulting in episodes stored inappropriately as non-sustained ventricular tachycardia (nsvt). Device therapy zones were reprogrammed and the physician plans to continue monitoring the patient. No further instances of t-wave oversensing were observed at the time of reprogramming. No adverse patient effects were reported. This system remains in service.